Manufacturer narrative:
This follow-up is being submitted to update the complaint description and patient codes.

Event description:
It was reported that a patient was revised approximately two and a half months¿ post implantation due to pain, swelling, necrosis, and deep infection of the left knee.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through medical records. Primary surgery notes indicate no intra-operative complications. Three months¿ status post left medial uni-knee. X-rays report reveals well-positioned implants and no change from the six-week follow-up visit. Revision notes state that turbid fluid was seen that did communicate through a defect in the medial retinaculum of the knee joint. Implants were well fixed. All necrotic tissue was debrided and very little bone loss with the removal of the components. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00216, 0001822565-2019-03230. Concomitant medical products: partial femur cemented, item# 42558000601, lot# 63944794; partial articular surface left medial, item# 42518200808, lot# 64090439. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two and a half months post implantation due to deep infection. There is no additional information at this time.